Event description:
It was reported that patient was not getting adequate pain relief due to leads migrated and were in the wrong spot. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 340627.